Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the system board, blower assembly, blower chassis, blower bellow, blower mounts, cooling fans, fan retainers, main housing, inlet side panel, outlet side panel, dual limb cup, muffler, fio2 housing, vanity cover, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board, detachable battery door, board connector cover, connection cover, rear cover were replaced due to tobacco contamination and the blower motor was calibrated, which was not related to the malfunction/issue.